Event description:
Staple line at left hepatic vein/vena cava junction was noted to be open after firing endo gia ii 45 2.0mm during a left hepatectomy, leading to exsanguination. Per surgeon, stapler misfired. Surgeon did not notify team about probelm with stapler until after procedure. No devices were saved and no lot numbers are available. Lot numbers in medical center: endo gia universal #030449 - n4g305, n4f486, n4h243, n4g496, n4h283, n4f154. Endo gia reload 45 2.0mm #030426 - n4g373, n4d456, n4d462, n4g139, n4e194.